Manufacturer narrative:
One level 1 hotline low flow system was returned for analysis. The issue of the device not powering on was confirmed. The connection between the pcb and power switch was damaged. The customer caused wear and tear from daily use. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
Information was received indicating that the level 1 hotline low flow system will not power on. The issue was discovered during testing and there was no patient involved.